Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved an abbvie cadd cassette 100 ml where it was reported that the cassette tubing broke and emptied onto the pump and the patient's vest. The malfunction resulted in loss of medication and potential interruption of therapy. There was patient involvement, and no patient harm reported.